Manufacturer narrative:
Upon further review, it was determined that eval code-conclusion does not apply. Eval code-conclusion was added.

Manufacturer narrative:
Analysis of the extension (B)(4) found that conductor #0 was broken 1.3cm from distal end at the connector weld site, and that there were missing set screws from #0 and #3. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that during surgery the extension was tested and showed 40,000 impedances on contact 8 despite multiple reconnections and testing. The right lead was also connected to the left extension which showed normal values. The extension was replaced with a new extension, which showed normal impedances after replacement. There was no indication of patient harm. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.